Event description:
Stapling device did not discharge all the staples. Surgeon found the event as part of the surgical process and evaluation of anastomosis. Required removal of ineffective anastomosis, additional equipment and restapling to create a new anastomosis.